Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating, ¿kicking with legs,¿ and a loss of consciousness. The customer was given oral and injectable glucose by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to the removal of a correctly installed and working sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating, ¿kicking with legs,¿ and a loss of consciousness. The customer was given oral and injectable glucose by a third-party for treatment. There was no report of death or permanent impairment associated with this event.